Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the ok key. During testing, all of the keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response. There was evidence of contamination found under all of the key contacts. Unrelated to the keypad complaint, evaluation revealed that the display screen was dim and discolored. A test screen was inserted for evaluation and the test display functioned properly. Also unrelated to the complaint, the battery compartment was found to be cracked at the threads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.